Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold a charge) has been confirmed. Upon receipt, the battery pack was nonfunctional in both a charger and a monitor. The cause for the inability to power a monitor or charge was isolated to contamination on the battery pack pca. The root cause for the contaminated pca was unable to be positively identified but is likely due to ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male contacted zoll to report that his battery pack would not charge. The pt was issued a replacement battery pack.